Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a total vaginal hysterectomy and a procedure to treat pelvic organ prolapse on (B)(6) 2012 and mesh was implanted. The patient experienced two parts that were exposed 1cm in the middle part of the front wall post procedure and was treated with estrogen application and subsequent mesh removal. The patient's current condition is reported to include no sexual life otherwise is fine. Additional information was not provided.